Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] received a cook celect filter on (B)(6) 2012. Patient outcome: it is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for alleged device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc/organ perforation, pain, balance issues. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain and balance issues are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for alleged device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc/organ perforation, pain, balance issues. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain and balance issues are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to pulmonary embolism (pe) with need for operative left hip revision. Patient is alleging vena cava and organ perforation (one anterior strut perforates the ivc wall 13mm and contacts the right gonadal vein. One posterior strut perforates the ivc wall 15mm and contacts the l3 vertebral body). Patient notes and further alleges experiencing "left side pain, stomach pain, back pain, shoulder pain and balance issues". Per the (B)(6)2012 vena cava filter placement: "...and a cook celect inferior vena cava filter introducer sheath was placed. The filter was deployed at the l2level. A postprocedure radiograph demonstrated appropriate positioning". Per the (B)(6)2019 CT (computed tomography) abdomen/pelvis: "the hook of the cook celect retrievable ivc [inferior vena cava] filter is at the l1-2 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 17mm. One (1) anterior strut perforates the ivc wall 5mm and resides within the soft tissues. One (1) anterior strut perforates the ivc wall 13mm and contacts the right gonadal vein. One (1) medial strut perforates the ivc wall 15mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 15mm and contacts the l3 vertebral body. Two (2) posterior struts perforate the ivc wall 5mm and 8mm and reside within the soft tissues. Three (3) lateral struts perforate the ivc wall 5mm, 7mm, and 17mm and reside within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified".